Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic nephrectomy, while being applied to the renal vein, the stapler fired, and staples were formed but when the black knob was retracted, the knife blade or "I-beam" stayed at the distal end of the reload, with the jaws locked on tissue. Clips were applied on both sides of the staple line reload and the reload was removed from tissue. There was a thirty minute or more surgical time extension due to the product problem.